Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter states her son¿s pump stopped working 2 weeks prior to contacting animas. The reporter states when batteries replaced, the pump did not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/17/2013 with the following findings: a review of the black box showed data from (B)(6) 2013, with evidence of rebooting observed on (B)(6) 2013. The battery compartment was intact with no damage. There was no evidence of moisture found inside the battery compartment. The original battery cap was not returned with the pump. A test battery cap was used and was able to be fully tightened. The pump was exercised for 24 hours and no power loss or battery related warnings were observed. The complaint of power loss could not be duplicated on investigation. Unrelated to the complaint, there was no evidence of moisture was identified inside the pump when the pump case was removed. The cover to the audio bolus button was detached and contamination was found on the button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.